Event description:
It was reported via phone call, that the emergency medical services was called on (B)(6) 2015. Customer's blood glucose levels at the time 25 mg/dl. The customer reported that they may have over delivered a bolus. It was not mentioned if the customer was wearing the insulin pump at the time of the incident. Customer was treated intravenously. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.